Event description:
It was reported that during a surgical procedure at the user facility, the back of the helmet overheated. The procedure was completed with the same device without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. (B)(4): failure analysis is in progress.

Event description:
It was reported that during a surgical procedure at the user facility, the back of the helmet overheated. The procedure was completed with the same device without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the functional device evaluation, the reported event of overheating could not be duplicated. Upon visual examination, no components were identified which would have likely caused or contributed to the reported failure. The user facility was unable to provide additional information regarding the reported event.